Manufacturer narrative:
Although no sample was returned, the reported complaint of a torn seal could be confirmed from a lot history review. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective actions are in process. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego® connector that experienced no flow. The report stated that today patient would not run on dialysis. Changed tego connector and the removed one had extra rubber on end. The replacement worked. There was patient involvement and unknown patient harm.